Event description:
Customer's original complaint to the distributor was that this device would not go above 10 ma. The customer left a voicemail, stating that she was using a zimmer electrodes, and that she cannot increase the intensity of 10 ma without receiving a bad connection error. The load detection function of this device is too sensitive for the use of this type of electrode. Compass health brands let the customer know of the above information. The customer stated that the device works fine with the axelgaard electrodes that came with the unit, but the patient had been burned while using zimmer electrodes. On (B)(6), the doctor had called back, and estimated that the patient received 2nd degree burns.